Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for evaluation. Visual inspection revealed a downstream occlusion (dso) seal bubble, scratched lcd lens, and damaged upstream occlusion (uso) seal. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be a damaged dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an alarm for ¿no cassette attached.¿ there was no patient involvement and no patient harm reported.

Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.